Event description:
The aci sales professional reported that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram revealed "minimal" presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back and the sheath came out of the access site. The patient was converted to 15 minutes of manual compression. Then a femostop was applied at the access site for approximately 2 hours, at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. The patient's discharge date is unknown.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1302201) indicated that the device lot met all established performance criteria prior to shipment.